Event description:
During a performance inspection, it was reported that the device intermittently failed to power on when the on/off button was pressed. The device failed to power on when the button was pressed in the middle but operated while pressed on the side. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the main keypad assembly part number information. Follow up with the third party biomed confirmed that the main keypad assembly replacement resolved the reported issue. The device was repaired and returned to service for use. The device was not returned to physio-control for analysis. Therefore, further cause of the reported failure could not be determined.